Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation to show a causal relationship between the cycler and cycler set and the peritonitis. Additionally, there is no reported allegation of a machine malfunction or a cassette leak against the liberty cycler or cycler set for this event. Based on the available information, a cause of the peritonitis cannot be determined. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to report drain complications. During the call the patient stated they had medicine in one of the solution bags to treat an infection. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). Per the pdrn, the patient had a pd effluent culture drawn which resulted positive for staphylococcus, species not confirmed. The patient was treated/prescribed intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). The cause of the peritonitis is unknown. The patient was not hospitalized and is currently recovering while continuing to complete pd therapy on the liberty cycler. No further information was available.